Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred when the physician attempted to place a lead for a drg trial procedure. The lead was not placed and the procedure was abandoned. Postoperatively, the patient was asymptomatic.